Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the power up test fails code # 10. The stm recalibrated the iabp and then verified proper function. The iabp was then released back to the getinge sales manager for demonstration use.

Event description:
It was reported that during a sales demo exhibition, the cardiosave intra-aortic balloon pump generated a power up test fails code # 10. There was no patient involvement and no adverse event reported.